Manufacturer narrative:
While no serious injury resulted in this event, calibration related issues in endo motors have led to file separation in the past. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
"In this event it was reported that a vdw.silver reciproc stops during treatment. The device also show error code after calibration. Dentist does not know what kind of error code. No patient injury.

Manufacturer narrative:
Battery (voltage breaks down under load) defective. Motor cable (cable break) defective. Foot control 156487 micromotor smr 1242393 and contra-angle handpiece 20590 (2010) checked, without errors. The housing is cracked (presumably due to an impact) and has no effect on the function.